Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the rear response button was intermittently non-functional. The cause for the defective response button was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of monitor sn (B)(4) for an unrelated issue, a reportable device malfunction was found. The monitor's rear response button was intermittently non-functional.